Manufacturer narrative:
The investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in germany, during implant of a sapien 3 ultra valve via transpical approach the certitude delivery system balloon burst. The valve was implanted successfully. No patient injuries were reported.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The certitude delivery system was returned with the full loader assembly on the steering tube. Visual inspection revealed a longitudinal balloon burst, no missing material, one distal wing flared out, and a kink on the guidewire lumen. Due to the nature of the complaint functional testing was unable to be performed. Dimensional inspection revealed all measurements were within specification. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, available information suggests that the balloon burst was likely caused by patient factors (calcification). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.